Manufacturer narrative:
This information was not provided during initial report nor on completed questionnaire received. Subject device currently remains in the patient. Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation. Review of manufacturing records will be requested.

Event description:
Surgeon advised patient with a prodisc-l implant at l4-5, was doing well. Post operative course was uneventful with complete resolution of back pain. Patient fell on new year's day and landed on his back. A CT showed a pars fracture and spondylolisthesis. Revision to perform a posterior reduction with placement of pedicle screws is planned. One of three reports for the same incident.